Event description:
Country of complaint: (B)(6). Breakage of two threads of the premilene 6/0 suture during anastomosis of aorta artery.

Manufacturer narrative:
Manufacturing site evaluation: waiting for product return for evaluation.